Event description:
N/a.

Manufacturer narrative:
The returned device analysis could not test for the reported failure to grasp the leaflets as this was related to patient/procedural conditions. The analysis was unable to confirm the reported difficult to remove as the clip delivery system (cds) was able to be removed from the steerable guide catheter (sgc) with no issues. The analysis confirmed the reported gripper actuation issue as one of the gripper arms was unable to raise fully. The gripper line was observed to be broken. The frictional elements were observed to be bent and the lock line was frayed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported failure to grasp the leaflets was due to challenging anatomy. The reported difficult to remove appears to be related to procedural conditions and/or user technique as the clip arms became stuck on the soft tip of the sgc during the procedure. The reported broken gripper line appears to be related to procedural conditions and/or user technique during the troubleshooting maneuvers to free the clip arms stuck on the soft tip of the sgc. The reported single gripper actuation issue was a cascading effect of the reported broken gripper line. The observed bent frictional elements and the frayed lock line also appear to be related to the troubleshooting/procedural conditions during the troubleshooting maneuvers to free the clip arms stuck on the soft tip of the sgc. There is no indication of a product issue with respect to manufacture, design or labeling. H6; device code 1506 was removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove clip delivery system (cds) it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior. The ntr clip delivery system (cds) was advanced to the mitral valve; however, the clip could not grasp both leaflets due to a restricted subvalvular apparatus. The cds was to be removed, but the clip arms became stuck at the soft tip of the sgc. Although the cds was able to be removed, one of the gripper arms would not raise. The procedure continued with an xt cds. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.